Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on windows update. The user attempted a hard reboot; however, the device remained unable to turn on. The field service engineer (fse) installed a new solid-state drive (ssd) along with an updated bracket and serial ata (sata) cable and reimaged the station software. Component manager and remote support service agents were updated, and verification confirmed that all drawers were present with medications loaded. The pharmacy technician confirmed that the repair was completed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on windows update. The user tried to hard reboot but was still unable to turn on. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.